Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed, the error was likely caused by a stain at the system's electrical contacts. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation revealed: the bending section cover adhesive part was chipped, was cloudy and had a crack, the light guide had a wrinkle, the air water cylinder paint was peeling, the suction cylinder paint was peeling, scope connector was dirty, switch number 1 had a scratch, the connector cover had a scratch, and the image guide snake tube had a scratch. Additionally, reduced angulation and play were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was displaying an e315 error code (scope error). It is unknown when the malfunction was identified. There was no harm or user injury reported due to the event.